Event description:
Revision surgery - the pt had instability.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.9 months of pt use. The outcomes attributed to this are non-serious event. The healthcare professional indicated a significant adverse event. There is no info in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the first complaint for this catalog number and the first complaint for this lot number. The root cause for the instability was not determined with confidence there is no info reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or pt activity.